Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a detached downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed through visual inspection. The downstream occlusion(dso) seal was detached. Upon further investigation the lcd lens was scratched and the batter door cracked down the middle. The downsream occlusion(dso) seal, lcd lens and battery door was replaced.